Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that the two outside teeth of the blade were broken from the blade. The returned blade was measured where possible and all critical specifications were met. The mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a bilateral total knee replacement, the blade broke at the tip. It was also reported that the surgeon has no concerns that there are any pieces left behind in the pt. It was further reported that another blade was readily available and the procedure was completed successfully.